Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had moisture damage and beep anomaly on the insulin pump. Troubleshooting was performed. Customer advised their insulin pump fell into the water, the device beeped and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Device received with critical pump error with beeping due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.